Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned device revealed that the there is no exposed glass fiber tip remaining. Examination under magnification revealed the pattern on the tip face that is consistent with a fracture. There was no damage noted along the body of the fiber. The aiming beam was bright and clear with an effective transmission of 80.6%. The condition of the returned device does not confirm the reported event; the returned device emits energy . Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; as a result the complaint could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the one of two devices used during the same procedure on (B)(6) 2017. Refer to manufacturer report 3005099803-2017-02230 for the other associated device information. It was reported to boston scientific corporation that two flexiva (tm) high power single-use laser fibers were used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier 20w. According to the complainant, during the procedure the laser fibers degraded and stopped emitting energy after being in use for a short time. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. This event has been deemed a reportable event based on the investigation results; tip detached.